Manufacturer narrative:
A general reagent problem was not present, because the qc prior to the event was within ranges. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product issue. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Qc and calibration are within range. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs on a cobas e 801 analytical unit. The initial result was 30 pg/ml with a data flag. The sample was manually diluted. The repeat result was 8.13 pg/ml with a data flag. The repeat result was deemed correct.